Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set ruptured and leaked. The event was further described as "they would attach the syringe to the upper y-site, pushing meds above y-site and then use an additional extension set and when trying to push the drugs through the continuflo set would explode". The device was filled with an unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.